Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Troubleshooting was performed. Customer stated the screen was flashing white and reads vertical lines. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. Customer agreed to replace the pump. The insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with non-flashing white lcd due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to confirm missing segments/partial display due to display anomaly.